Event description:
It was reported that the left ventricular (lv) lead has a known issue however, the issue was not discussed. Further information was requested from the sales representative; however, no further information was obtained. At this time, the lead remains in service. No adverse patient effects were reported.